Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited high impedance in multiple locations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead became extrinsically distorted due to buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation was extrinsically damaged caused during implant procedure. The outer insulation breach was observed could cause low impedance. It was not related to the electrical complaint of high impedance. Information is provided in the future, a supplemental report will be issued.